Event description:
In 2009, the patient reported the up button on his insulin infusion device is not responding to presses. He said he thinks this contributed to a low blood glucose incident that occurred around the first of may. He stated he woke up not feeling well and very "sweaty." He said he knew his blood glucose was going down, so paramedics were called. His blood glucose was "45 mg/dl or so." He was advised to disconnect from his insulin infusion device for 1.5-2 hours,. He stated his wife gave him some milk with sugar in it, which helped increase his blood glucose. The paramedics did not treat him and after 2 hours, he reconnected to his device and his blood glucose readings have returned to his normal range of 150-160 mg/dl. He said he remembers bolusing that day, but does not remember how much he bolused. He stated his device has not been dropped or exposed to water or insulin. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The up button does not respond. The connection of the up flex print is interrupted.